Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-24348. The pt received two leads with the same lot number. It was reported the pt's scs sys was auto-reducing and is not receiving effective stimulation. Diagnostics indicated high impedance readings on multiple lead contacts. The pt also reported a fall a couple months ago. X-rays were taken and a possible fracture was observed. Surgical intervention may take place to address the issue.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.